Event description:
The customer reported that the 9900 system is alarming when the device is off. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The rep could not duplicate the reported problem. The service rep re-strapped the isolation transformer for a different outlet that had a stable power source. The system was tested and operated as intended.